Event description:
The customer reported to olympus that during preparation for use their evis exera iii video system center has image problems with no error codes. There was no report of patient death, harm or injuries.

Manufacturer narrative:
The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. During the inspection the reported event was confirmed due to defective patient printed circuit boards (pcb) set. It was noted the top cover was observed with damage, the rear and front panel broken off video connector, the software needed to be upgraded, and the keyboard function failed due to defective pcb. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the faulty pcb and damaged sdi2 output connectors could not be identified. However, the damaged connectors can be prevented by following the instructions for use which state: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." And "never apply excessive force to connectors. This could damage the connectors." Olympus will continue to monitor field performance for this device.